Manufacturer narrative:
Investigation summary: although the evaluation of the submitted system controller log file confirmed the report of a pump stop, a specific cause for the events could not be conclusively determined through this evaluation as there is no product available for investigation. The evaluation of the log file revealed a transient pump stop with associated low speed advisory/hazard events on (B)(6) 2019 at 05:05:48 am while the system controller was connected to a power module. A low flow hazard alarm was also observed during this event, which was associated with the low speed hazard alarm. Based on previous complaint history, this event could be indicative of a potential driveline issue. The patient remains ongoing on the pump and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 9 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had been having pump stomps since (B)(6) and were showing up again on the history from (B)(6) 2019. There were plans for repeating x-rays. The patient was hooked up to a grounded cable for roughly 5-10 minutes with no alarms. The patient left on an ungrounded cable until after more investigation. The log file analysis showed that captured events may be indicative of a drive line issue, or high current event. The log file captured 1 pump stop, 3 low speed advisories, and speed drops were as low as 0 rpm. It was noted that one episode occurred while the vad was connected to the power module. There was a yellow wrench alarm on (B)(6) 2019 that resolved itself. On (B)(6) 2019, the submitted x-rays were determined unremarkable, with the exception of gw4, external image. As stated, the external image was not usable. The patient was discharged home with an ungrounded cable and was told to remain on the cable while having the device.